Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 467 mg/dl. Customer also reported that the cannula was bent. Troubleshooting was provided for bent cannula. Customer reported that the hyperglycemia started on (B)(6) 2019 when he was out of town. Customer stated on (B)(6) 2019 he woke up with blood glucose 84 mg/dl and then it went up to 252 mg/dl. Customer reported that on november 5, 2019 his blood glucose was 327 mg/dl after 2 hours around lunch time. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus and injections. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that insulin exited at the quick release. Based on customer report customer does not allege insulin pump was under delivering. Customer reported that there was blood at site and he took aspirin that might cause bleeding. Customer reported that the bleeding was stopped. The insulin pump was not returned for analysis.